Event description:
It was reported that patient's system was unable to enter MRI mode and experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.